Event description:
It was reported that the uv flash transfer set patient connector was not connecting to the locking titanium adapter after the transfer set was changed. The customer changed the set again but the same connection issue between the transfer set and the titanium adapter occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable locking titanium adapter was identified. As the locking titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.